Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151205.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the atrial (ra) lead. No changes or interventions were performed. The patient condition was unknown.